Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Cause was not known. Additional information was not provided. The customer declined further troubleshooting with technical support.